Event description:
Boston scientific received information via the patient's remote monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement. There was no noise noted on stored electrogram (egm). Additional information obtained from the field representative indicated that the cause of the high pli was not determined. The patient had a device check and saw no other problems. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.